Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving prialt via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) stated that the pump had reached a low reservoir status on (B)(6) 2026. The pump was refilled and updated, but the patient was still hearing the alarm. The hcp confirmed that there was also an alert for a motor stall and recovery due to the patient having an MRI back in december. Information around concurrent alarms how to silence the current alarm was reviewed. The hcp updated the pump and the issue was resolved.